Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to high out of range pacing impedance and high threshold.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd of march 2025 and 17th of november 2025 recorded a persistent pacing impedance of >3,000 ohms and a stable shock impedance of 75 ohms. No iegm episodes provided. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.